Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported lymphadenopathy, not device related lump/nodule, and not device related breast cancer ¿malignancy with axillary adenopathy in the right breast¿ diagnosed by MRI, mammography and ultrasound. This relates to the right side. Device remains implanted.